Event description:
A physician reported that actuation failure of the probe occurred and the probe could not cut during vitrectomy surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port. Needle was slightly bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at several locations on the inner cutter. Black foreign material inside port of inner cutter. Orange foreign material on the inner cutter port face. The sample was sent to the particle lab for analysis of orange and dark foreign material observed on the inner cutter. The orange foreign material was analyzed using a scanning electron microscope (sem) and energy dispersive x-ray spectrometer (eds) and found to be composed of carbon, oxygen, sodium, aluminum, silicon, chlorine, potassium, calcium, chromium, manganese, iron, nickel, copper, and zink. The dark foreign material was analyzed using sem/eds and found to be composition of carbon, oxygen, sodium, magnesium, aluminum, silicon, sulfur, chorine, chromium, manganese, iron, nickel, and copper. When compared to the eds spectrum of normal cutter tip material these spectra suggest the orange material contains brass and the dark material is predominantly aluminum. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probe had a cut failure and does not show that probe had an actuation failure. The exact cause of the cut failure cannot be determined from the evaluation performed. The complaint evaluation indicates the presence of foreign material on the inner cutter of the probe. Based on the eds analysis of the foreign material, the probe needle was exposed to chlorine which can corrode stainless steel. The manufacturing process does not contain chlorine. Therefore, the root cause of the observed orange and black foreign material on the inner cutter of probe needle is that the probe needle was exposed to chlorine at any time after it was shipped from the manufacturing site. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as actuation met specification, and the exact root cause of the cut failure could not be determined. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).